Manufacturer narrative:
The field service engineer checked the system liquid level detection and alignments. The engineer reviewed calibration and controls. Performance testing was run and all results were within range. The system was determined to be running within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that results from two different test applications were being compared. Upon further follow up with the customer, the customer refused to provide any further information stating that the issue was related to the patient. No information was provided on which specific applications were being compared or which values were measured with each of the different applications. It could not be confirmed if troponin I values were possibly being compared to troponin t values.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer and two cobas 6000 e 601 module analyzers. The sample initially resulted with a value < 0.300 ng/ml accompanied by a data flag when tested on the e411 analyzer. This initial value was reported outside of the laboratory to the doctor. The sample later had an add on test ordered, so it was tested on an e 601 analyzer, where it resulted with a troponin I value of 1.85 ng/ml. The sample was repeated on a second e 601 analyzer, resulting with a troponin I value of 1.79 ng/ml. The sample was repeated again on the e411 analyzer, resulting with a troponin I value of "around 0.3 ng/ml". The serial number of the e411 analyzer is (B)(4). The serial numbers of the two e 601 analyzers were requested, but not provided.